Manufacturer narrative:
To date, information suggests that both of these medical devices remain actively in service. As new information becomes available, this report wil be further evaluated and updated.

Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this cardiac resynchronization therapy defibrillator (crt-d) did exhibit greater than 125 ohms shock impedance on multiple occasions over the past month. There was no report of adverse patient symptom.